Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: estermann l, marks m, herren db, schindele s. Determinants of long-term satisfaction after silicone mcp arthroplasty in patients with inflammatory diseases. Hand surg rehabil. 2020 dec;39(6):545-549. Doi: 10.1016/j.hansur.2020.07.007. Epub 2020 aug 21. Pmid: 32828946. Objective/methods/study data: the primary objective of this study was to identify the determinants of long-term patient satisfaction after hand reconstruction using silicone metacarpophalangeal (mcp) arthroplasty. 41 patients (7 males & 34 females; mean age: 67 (sd 13) with an inflammatory disease (e.g. Ra, psoriatic arthritis, lupus erythematosus or scleroderma) who received at least one silicone mcp arthroplasty between january 2007 and december 2017 in the clinic and had a minimum follow-up of 12 months were included. They used a pre-bent silicone implant (neuflex, depuy synthes, leeds, england). Mean follow-up time is 5.6 years (sd 3.4). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy neuflex. Adverse event(s) and provided interventions possibly associated with unk finger implant (qty 6): (n=5) five silicone implants in four patients needed to be replaced at a mean of 4.4 years after the index surgery due to symptomatic implant breakage. (N=1) due to a recurrent implant fracture, one of these replaced implants had to be changed in a second revision surgery, 1.6 years after the first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.